Event description:
Event description cpi received information that the rate sense portion of this endotak lead was not functioning in bipolar mode. An invasive procedure was performed in which the physician attempted to convert the proximal coil to the proximal pacing electrode. After the revision, the defibrillation thresholds were high and the lead was ultimately removed from service.